Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the paperwork in the silicone foley tray did not have an item number under removal that said if the balloon was too vigorously aspirated may cause the inflation lumen to collapse preventing balloon deflation. They would test this themselves. If they use a reasonable deflation of the balloon and it leaves any ridge to the tip of the catheter, they recommend getting another latex free product. Even if they educate on this, they would risk discomfort if the balloon was deflated too vigorously and requested could they provide a lot number for the second catheter that experienced this deflation concern. Per additional information received via email on 20sep2024, device removal was noted with notable resistance.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received catheter does not look mushroomed. Inflated with 10 mbs and inhouse syringe, concentricity ok. Connected syringe and balloon passively deflated in 1 min 40 sec with no issues or cuffing. Also received one photo sample showing document written in native language. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the paperwork in the silicone foley tray did not have an item number under removal that said if the balloon was too vigorously aspirated may cause the inflation lumen to collapse preventing balloon deflation. They would test this themselves. If they use a reasonable deflation of the balloon and it leaves any ridge to the tip of the catheter, they recommend getting another latex free product. Even if they educate on this, they would risk discomfort if the balloon was deflated too vigorously and requested could they provide a lot number for the second catheter that experienced this deflation concern. Per additional information received via email on 20sep2024, device removal was noted with notable resistance. Per sample form received on (B)(6) 2024, it was reported that the patient was complaining of pain associated with urinary catheter and removed the catheter due to pain. No medical intervention was reported.